Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ tip syringe experienced foreign matter within the fluid path. The following information was provided by the initial reporter: when preparing a syringe for intrathecal administration, the healthcare professional observed the presence of particles in the 1 ml syringe. No consequences. The syringe was discarded on inspection. Risk of contamination of the administered solution.